Event description:
It was reported that the superior attachment system migrated approx 1.5 cm. The pt was treated with a competitor's extension cuff and there has been no evidence of any endoleak and the pt is doing fine.